Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The unit was received with advanced pushers and staples. The sulu was reset, loaded into the stapler, and applied to test media. The jaws close smoothly and the handle actuated properly. The staples formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure a reloadable stapler was used. The stapler completely misfired while trying to divide the stomach. Multiple open staples were left in the abdomen and were retrieved. Another stapler was opened to complete the procedure. The last known patient status is stable.